Manufacturer narrative:
Findings: pump unable to download to the care link software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. The test ultra link blood glucose meter communicates properly to pump. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the customer is unable to upload on the insulin pump. The customer's blood glucose level was 395 mg/dl. The customer was advised that the insulin pump will be replaced due to it not being able to upload to carelink. The customer was advised to continue to wear the insulin pump until ther replacement arrives.